Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed the reported failure to deploy the stent due to a breakage of a force transmitting component. Increased friction is considered the reason for increased release force and subsequent deployment failure. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The event may be related to a difficult anatomy as highly tortuous or calcified vessels can lead to increased friction and subsequent release force increase. In this case, the vessel was very tight but pre-dilation was performed. The usage of a guide wire smaller than recommended may contribute to the reported event. The event also may be use-related as rough handling of the device can lead to the event reported. Based on the information available, a definite root cause could not be determined. The IFU states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." Also the IFU recommends the use of a 0.035 inch guide wire.

Event description:
It was reported that during the stent placement procedure in the sfa, the vascular stent could not be deployed. The delivery system was removed without issues. Two other stents were used to complete the procedure successfully.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation.